Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the sigmoid during a procedure performed on (B)(6) 2022. During the procedure, the clip was opened and closed onto the polypectomy site. However, the clip bent and could not be deployed. Further attempts were done but the clip still would not release from the catheter. Reportedly, the clip was removed and the device was replaced, and the procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of the event.

Manufacturer narrative:
Medwatch number is (B)(4).